Event description:
Hill-rom received a report from the account stating the red estop button was missing from the control box of the lift. The lift was located in the pt room at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The account did not know how the emergency stop button became missing. According to svc manual, the emergency stop function shall be checked at periodic maintenance at least once every year. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on their lifts. The account will replace the control box to resolve the issue. Based on this info, no further action is required.